Event description:
Patient reported abdominal pain; mesh was explanted in 2007.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.